Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that while patient was undergoing catalys procedure in the left eye and during the capsulotomy step the surgeon lifted his foot from the foot pedal causing it to stop. Surgeon continue with the patient treatment. Fragmentation and primary cataract incision were completed by the laser. Surgeon reported that during phaco he dropped the nucleus (into the posterior chamber) and patient was sent to a retina specialist for further treatment.

Manufacturer narrative:
Correction: in initial report, device manufacturer date was inadvertently provided as (B)(6)2013, however, the device manufacturer date is 10/9/2013. This follow up report has the correct date in section device manufacture date. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.